Event description:
Complainant alleged that while attempting to treat a 74-year-old male patient, upon removal of the pads, a wound was found on the patient's chest where the electrode puck was. Complainant indicated that the patient sustained a wound.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. Instead, a photo of the patient wound was received. Review of the photo observed the patient has a large scar across the area where the wound is present. The wound observed in the photo is not consistent with the aftereffects of poor coupling or removal of the pad adhesive from the patient's skin. The description of the event mentions that there was no therapy delivered. With no therapy delivered during an event, a wound of this nature would typically not occur. The one-step pads used during the event were scrapped and therefore could not be evaluated. The customer was contacted as part of the investigation to confirm our understanding of the event. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.